Event description:
During preparation for use of the device for cardiopulmonary bypass, the pump console displayed a message indicating that the centrifugal pump required service. The device continued to function properly and the procedure was completed successfully. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.